Manufacturer narrative:
B5- per updated information the exchanged lens resolved the problem. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -14.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for shorter length lens due to excessive vault. "Incision enlargement and additional suture" was also reported for secondary intervention/ additional treatment. In the reporters opinion the device was the cause of this event.